Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the foot caught tissue when closing. When this occurs, the foot can surf distally and lock in an open position capturing tissue inducing the entrapment and possibly contributed to the dissection. The patient effect of dissection is listed in the perclose proglide instructions for use (eifu), as a potential adverse event during the use of the device. Reportedly, there was resistance when attempting to remove the device from the patient anatomy. It should be noted that the electronic perclose proglide instructions for use (eifu), states: ¿to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerking type movements with the suture limbs.¿ the IFU violation did not contribute to the difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an neuro interventional procedure of the right common femoral artery using a proglide device after an intracranial vessel occlusion interventional procedure using an 8f sheath. Reportedly, the proglide was deployed as intended. When removing the proglide device, the device was trapped in the artery. Force was used to attempt and removed the device causing a dissection. A vascular surgeon was called to prevent further vessel damage. Vascular surgery was performed to removed the device/suture, repair the dissection and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.